Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have blades damage at the midpoint of the blades. The two blades' edges were indented. Upon inspection, the grip cable was found to be intact and not broken. However, the blades were damaged, which prevented the instrument from opening and closing properly. Due to the blade damage, the cut test could not be performed. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade¿s damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable and the tip was no longer closing with a da vinci product. The customer reported event has no report of patient injury.